Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's nurse said "it does not work" and the caller was unable to clarify the statement. No symptoms or further complications reported.